Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. The crew reported the monitor would not defibrillate and advised ¿shock not delivered, poor pad contact¿. The crew attempted to troubleshoot without success. The patient was transported to the hospital. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Event description:
It was reported to philips that an als unit was being used to treat a patient in cardiac arrest. The crew reported the monitor would not defibrillate and advised ¿shock not delivered, poor pad contact¿. The crew attempted to troubleshoot without success. The patient was transported to the hospital. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips authorized field service engineer (fse) evaluated the defibrillator and was unable to duplicate the issue, and the defibrillator passed all performance assurance testing. No parts were replaced. The fse did not find a case event file on the heartstart mrx matching the date of this event. The device passed all performance assurance tests and was placed back into use with the customer. As philips was not able to confirm the reported malfunction, the event file was unavailable for review, and the defibrillator met all specifications upon testing, the cause cannot be determined.